Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the addition of the new drugs. A technical support specialist troubleshot the device and resolved the case by identifying that messages were not processing on the es server, found errors in the log files, and corrected them to restore normal message flow. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, nurses unable to take med. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.